Event description:
Prior to attempted implant, a capacitor maintenance charge time out was observed on the device. The device was not implanted; the patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported field event of charge timeout was confirmed. The charge timed-out when the device was tested in the lab. After the device was cut-open, subsequence testing showed a normal charge time. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The issue was lost during the analysis. High voltage capacitors were returned to the manufacturer for analysis. The cause of the reported event could not be determined.